Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that person with diabetes reported that having issues with repeated line block alarms since early morning. Mom stated she first changed out the site and received line block again. She then changed out the tubing only and got another line blocked alarm. She then decided to change out the tubing and site still got line blocked again. Mom stated the line was not bent or kinked and the cannulas were not bent when they were removed. Mom stated the abdomen was used. There was no patient injury.